Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had and the pump had blank display. The customer¿s blood glucose level was 190 mg/dl. The customer stated that they had screen was blank and replaced new battery cap and battery. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted device was received with normal operating currents and passed self-test, and displacement test. No unexpected off no power, low battery, weak battery , battery out limit and failed battery test alarms noted during testing. Device had cracked battery tube threads. (B)(4).